Event description:
During a laparoscopic colon resection procedure, the jaws would not open. The surgeon applied another device across the pt side with the original device locked on the tissue. He repaired the operation site with another device.

Manufacturer narrative:
10/14/96-supplemental report submitted to FDA by mfg. Additiona information data submitted for d-7, d-8, d-9 and f-9. Evaluation indicated and codes entered on h3 and h6.